Event description:
Independent repair center: customer alleged alarming/red light/ alarm will not function and the key failure, the valve is alarming and shutting down. As stated on the repair statement additional malfunction on this device: power switch no alarm.